Event description:
It was reported that the patient has not had stimulation since knee replacement surgery. The patient had the device at a very high setting and hadn't been checked in over a year. The patient was scheduled for a revision. Further information has been requested.

Manufacturer narrative:
(B) (4).